Manufacturer narrative:
Internal insulation abrasion was noted at 9.7-10.5cm and 9.9-10.5cm from the distal tip breaching various cable lumen. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the o.r. For a generator change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient was stable.